Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure placed an unspecified taxus liberte stent in the proximal right coronary artery (rca). In (B)(6) 2010, at the 9 month study follow up visit no angina was detected. In (B)(6) 2010, at the 1 year follow up visit with no ischemia, angiography revealed a 90% restenosed 3.0x10mm lesion in the proximal rca. Treatment consisted of angioplasty and implanted a non bsc 3.0x12mm stent resulting in 0% residual stenosis.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure treated the 90% stenosed, 3.0x28mm target lesion located in the proximal right coronary artery. Treatment consisted of pre-dilation, the placement of a 3.0x28mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, at the reintervention procedure it was noted that timi 3 flow was maintained through out the procedure. The patient was discharged the next day. Per the physician, the study stent was possibly related to the coronary restenosis event.